Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085 sp surgical table and found that the foot control cable assembly had sustained damage. The damage appeared to be due to the table shroud rubbing against the cable. The insulation around the cable was abraded, exposing the internal conductive wires. It is likely that when the exposed conductive wires came into contact with the metal shroud the unintended movement was transmitted to the to the table control board via the foot control cable input. The technician made the necessary repairs, tested the table, confirmed it to be operational, and returned it to service. The 3085 sp surgical table subject of the reported event has been in service for approximately 22 years. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3085 sp surgical table tilted to one side without being commanded to do so. The table was returned to level via the hand control. The patient was transferred to a different table and the procedure was completed successfully. No report of injury.